Event description:
Following a cardiac catheterization with stent placement, an 8f angio-seal device was deployed in the patient's right groin in 2001. The patient was discharged the following day. The patient noted swelling and bruising at the puncture site 3 days later. The pt was admitted to the hospital 3 days later with right groin cellulitis and placed on antibiotics. An ultrasound was negative for pseudoaneurysm. There was an abscess at the site. The patient was transferred to the operating room 2 days later for right groin exploration an debridement. The angio-seal device was removed during surgery and sent for culture. The site was packed with moist-to-dry packing. The physician indicated in all likelihood this was an inflammatory response and not an infection due to the patient's normal white blood count and afebrile state. The patient tolerated the procedure well and was taken to the recovery room in stable condition. The patient is expected to be discharged 4 days post-op. The patient was started on ancef & garamycin that were later discontinued. The patient is currently on gentamycin, flagyl & vancomycin.